Manufacturer narrative:
Pump was received with critical pump error due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose level was 300 mg/dl. It also reported that customer went in to hot tub with insulin pump and insulin pump started beeping and screen went blank. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.